Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The product has not been returned to masimo to allow an analysis to be performed. It new info is obtained or the product is returned, a f/u will be submitted.

Event description:
It was reported that the device provided inaccurate pulse-rate readings (200bpm) and inaccurate spo2 readings (50). There were no consequences or impact to the pt.